Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure in left femoral artery puncture, the stent was allegedly failed to deploy and pusher rod was allegedly fractured. Another device was used to complete the procedure.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure in left femoral artery puncture, the stent was allegedly failed to deploy, and pusher rod was allegedly fractured. Another device was used to complete the procedure.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but two provided videos show the delivery system placed in the femoral artery with the stent still loaded and the second one shows the blue outer sheath separated from the swivel nut which leads to confirmed results for failure to deploy and detachment. There were no indications of manufacturing deficiencies. In this case, it was reported that an 8f introducer was used with a 0.035" guidewire for access, the tracking vessel was neither tortuous nor calcified, the lesion was pre-dilated and the device was flushed before used. The intended placement of the stent graft in the femoral artery represents an off-label use which is a potential cause for this kind of failure. Based on the available information and the provided videos, the investigation is closed with confirmed results for failure to deploy and detachment. A definite root cause for the reported event could not be determined. The intended placement of the stent graft in the femoral artery represents an off-label. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding anatomy the instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. Regarding indication for use, the IFU states "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". E1, g2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.